Event description:
It was reported that the cast cutter cord was cut, which exposed internal bare wires. This was discovered during testing. There was no pt involvement or any user injury. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device having a cut cord that exposed bare interior wires was confirmed. Based on the investigation details, the cord was replaced along with other components, and the handpiece was repaired and returned to the customer.